Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: the complaint was received into the company with the following comment: I¿d like to report the following products as faulty, and get replacements sent out to the hospital asap. Part no.: 963206000, sn: (B)(6), hardinge cement restrictor introducer. Part no.: 963206000, sn: (B)(6), hardinge cement restrictor introducer. The broke within a week of each other (B)(6) respectively. I was informed by the hospital yesterday 10/4. Description: the ¿t¿ bar comes apart at the welded seam at the point where is goes through the shaft of the handle. This appears to be a common wear and tear fault with these. Although it happened intra op, there was no delay to the procedure and all pieces of the instrument were retrieved. There was no harm to the patient. I will arrange to have these sent to the office as soon as I have them. The products were returned for investigation and the complainants findings confirmed the two products were reviewed by the supplier and a report was received stating; we have supplied depuy with 4040 hardinge cement restrictor, long. 34434 - this is the 4th complaint where the t handle has broken due to the chamfering, prior to 2016 p&n had chamfered the t bar, instruments manufactured after 2016 have not been chamfered. 35463 - this is the 3rd complaint where the t handle has broken due to impact. The head of the instrument appears to have been noticeably struck, this is evident in the shape of the head compared to how p&n manufacture them. P&n manufacture these instruments with a domed head, the impact this instrument has sustained has caused a flat surface where the domed edge should be. In light of the investigation we can only find that the impact the instrument sustained has caused the t bar to break, with the chamfering of 34434 contributing to this break. With regards to the chamfering; corrective/preventative action: a meeting has been held between quality and production staff. All specifications and tolerances for this product were discussed and now the following measures are now in place: to prevent chamfering the relevant section of the job specific job card has been updated to state 'do not chamfer'. Refresher training has been completed by all staff who are involved in the manufacture of the hardinge cement restrictor. It should be noted pra (B)(4) was conducted to identify any risk to patient or any regulatory risk. It was agreed that there was no risk either patient or regulatory. The complaint shall be closed with a justified conclusion, entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broke within a week of each other 3rd and 10th april respectively. I was informed by the hospital yesterday 10/4. Description: the ¿t¿ bar comes apart at the welded seam at the point where is goes through the shaft of the handle. This appears to be a common wear and tear fault with these. Although it happened intra op, there was no delay to the procedure and all pieces of the instrument were retrieved. There was no harm to the patient.